Manufacturer narrative:
H6: investigation summary: bd did not receive samples, but 3 photos were provided for investigation of glass breakage during centrifugation. The photos were reviewed, and the broken tube was observed. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. Bd was able to confirm the customer¿s indicated failure mode of glass breakage during centrifugation. Bd was unable to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during centrifugation, the bd vacutainer® acd solution a blood collection tubes broke apart and leaked. There was no report of patient impact.